Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the blade did not cut the tissue and staples were not formed to the 'b' shape in the tissue when the firing trigger was activated. Surgery was prolonged five minutes. Unk how case was completed. There were no adverse consequences to the pt.